Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not power on. There was no patient involvement.

Event description:
It was reported that the device would not power on. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 01/13/2020 to present date 12/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.